Event description:
It was reported that the patient developed increased spasticity in 2009; it was suspected that the system was "not functioning". At the previous pump refill, there were 4mls reservoir volume per the programmer; there were actually 18 mls left in the pump. The revision surgery for catheter replacement and possible pump replacement was rescheduled several times. Between five and six weeks later, the patient was scheduled for surgery, but requested that he have the entire system removed, even if an obvious problem was found with the catheter. The patient believed that the itb therapy was not helping him; also found that the pump itself was bothersome during his many physical activities.